Event description:
Device report from (B)(6) reports an event in (B)(6) as follows:  patient was implanted with lcp plate construct at the femur on an unknown date. Patient was returned to the operating room on an unknown date for removal of hardware. The patient's fracture healed and this was a planned removal. During the removal, the surgeon had difficulty removing the hardware because two of the locking screws were blocked. Two extraction screws broke in the blocked screws. One of the two extraction screw became jammed in a locking screw and was able to be loosened. Two t-handles became deformed during the attempt of the extraction. At this point the surgeon finished the surgery and left the plate and 3 screws in the patient. Two of the three screws were blocked and had the broken fragment of the extraction screws in it. Another procedure was scheduled to remove all hardware by cutting the plate, as the fracture was consolidated. No material remains in the patient. This is 5 of 5 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): the relevant dimensions of the extraction screw can not be checked anymore because of the damage. We can only assume that a mechanical overload during the described extraction of a blocked locking screw caused this breakage. No product fault detected. (B)(4): placeholder.